Event description:
During a cardiovascular procedure the coronary sinus catheter was inserted and when viewed under echo the catheter appeared bent. The catheter was removed and a slice was noted in the catheter. The case was completed successfully with another coronary sinus catheter. There were no adverse pt consequences as a result.